Event description:
It was reported the printer is not working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; printer would not print. Printer roller gears were damaged. Analysis also found the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. It was noted the printer 25 speed button was worn and latch tab was bent on the power cord bay door. Concomitant medical products: product ID 229047 analyzer. (B)(4).